Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport isp m.r.I. Post procedure after chemotherapy infusion, the patient allegedly experienced pain. On (B)(6) 2025, the device was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: this report was determined to have been inadvertently submitted as a second initial MDR for the same device event previously reported under mfg report 3006260740-2025-09986. Review of the complaint record confirmed that both reports describe a single implanted port associated with one clinical event and one patient course. The reported pain and skin ulceration and extravasation were downstream clinical outcomes of the originally reported catheter malfunction and do not represent a new or separate adverse event. No additional device was involved, and no independent device issue occurred. The information contained in this report should have been submitted as a supplemental MDR to the original report. This supplemental submission is provided to clarify the duplicate nature of this MDR and to align the regulatory record to a single device event with associated cascading outcomes. No new information impacting reportability is introduced. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport isp m.r.I. Post procedure after chemotherapy infusion, the patient allegedly experienced pain. On (B)(6) 2025, the device was removed. However, the current status of the patient was unknown.